Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 -7.50d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral sequential implantation of icls. Concomitant products used intraoperatively include the msi injector delivery system, opegan ovd, bss and intracameral adrenaline. On day 1 toxic anterior segment syndrome (tass) was diagnosed (os). No diagnostics tests were performed. Post-op drops include steroid, antibiotic and nsaid ophthalmic drops. Steroid conjunctival injections and additional topical steroids were given. The patient remains under observation with last reported bcva 20/17. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type event(s) was reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Surgical technique, inadvertent intraoperative trauma and the use of pro-inflammatory substances into the eye may have contributed to the event. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim #(B)(4).

Manufacturer narrative:
H3 device evaluation 3331 device history record (DHR) review - the device history records indicates the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. (B)(4).